Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, the system triggered an endoscope frozen error multiple times, and the operating room team interface (orti) froze correspondingly. However, the team was able to complete the procedure. There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported tower 240v. Evaluation of the device data indicates multiple instances of error code ¿endoscope image change test fail¿. Review of the provided images notes the first picture shows two instances of the error message: "danger: endoscope image frozen. Check the imaging system. If the condition persists, remove the instruments and stop using the system.". The second picture shows one instance of the error message: "danger: endoscope image frozen. Check the imaging system. If the condition persists, remove the instruments and stop using the system.". The third picture shows three instances of the same message: "danger: endoscope image frozen. Check the imaging system. If the condition persists, remove the instruments and stop using the system.". The fourth picture shows another instance of the error message: "danger: endoscope image frozen. Check the imaging system. If the condition persists, remove the instruments and stop using the system.". Further evaluation of the reported tower 240v is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.